Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 245mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device had scratched screen, cracked display window corners, cracked battery tube threads, cracked reservoir tube and lip.